Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, pain, nausea, 'unable to consume food', and 'tired' are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported that the lap-band eroded into the stomach. The patient had pain, was tired, felt nauseated, and was unable to consume the proper amounts of food. The events have not been confirmed by a healthcare professional. The lap-band system was explanted.

Manufacturer narrative:
Medwatch sent to FDA on 04/13/2015. Adhesions are a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Follow-up findings: healthcare professional reported adhesions. Patient reported they will return the device for analysis.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a curved, striated opening at the shell/ring described as surgical damage. Analysis noted the stainless steel connector was broken with striations consistent with surgical end cuts to remove the device. Analysis noted a sharp unidentified opening of the stainless steel connector. Analysis noted signs of erosion, discoloration, and acid degradation.